Event description:
It was reported that the patient had been undergoing radiation treatment and two power on resets occurred. The device was reprogrammed and remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.